Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed device would not boot up. Upon troubleshooting, fse found flex vision pc was defective during the software upgrade. To resolve the issue, fse replaced flex vision pc and updated the software. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.